Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: patient informed us that every second needle is clogged.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd microfine¿+ insulin syringes the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: patient informed us that every second needle is clogged.